Event description:
This device was explanted because the patient was complaining about pain and the physician decided the patient no longer needed it. There were no other adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status "ok." The device was implanted for 10 months .the sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. In conclusion, the device is fully functional. There was no indication of a material or manufacturing problem.